Event description:
It was reported that a patient was implanted with a pacemaker (pm) and right ventricle (rv) lead on (B)(6) 2025. On (B)(6) 2025, the pm had migrated within patient¿s pocket. This had caused dislodgement of the rv lead associated with no capture. The pm remained implanted and subsequently, the rv lead was explanted. The patient was stable throughout.

Manufacturer narrative:
Further information was requested but not yet received.

Event description:
New information received that the pacemaker was repositioned during the right ventricle lead revision procedure.